Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed. The left ventricular (lv) lead was not reprogrammed because when the lead was tested, the thresholds were stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and the left ventricular (lv) lead threshold has been increasing. The leads remain in use. No patient complications have been reported as a result of this event.